Event description:
It was reported that a system error 2240 alarm (air in line) occurred on a homechoice device during fill cycle three of automated peritoneal dialysis (apd) therapy. The patient was connected at the time of the alarm. Troubleshooting revealed that the heater bag disconnected from the set up. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause for the reported condition was determined to be a loose connection because a loose connection is a known cause of this type of alarm. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.